Manufacturer narrative:
The device was received with the cannula deployed. Inspection of the cannula assembly found a leak originating from a tear on the unexposed portion of the soft cannula. The corrosion and depleted batteries that were observed are consistent with fluid leaking inside the device from the damaged cannula. An 0x40 hazard alarm was found to be generated. The cause of the hazard alarm could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient that his bg (blood glucose) values reached 498 mg/dl prior to the call. Patient reported they believed that the insulin was not delivering. No further information was presented. The patient's blood glucose and insulin history is as follows: (B)(6).